Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that stent damage and in-stent restenosis occurred. In (B)(6)2015, a promus premier drug-eluting stent was implanted to treat the lesion in distal left main artery extending to left anterior descending artery. It was confirmed in the film that there was a proximal stent deformation. In (B)(6) 2016, the patient had in-stent restenosis and underwent coronary artery bypass graft. No further patient complications were reported and the patient's status was okay.